Manufacturer narrative:
(B)(4). Date sent 9/16/2025 corrected data d4: UDI #. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/17/2025. D4 batch #523d33. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was returned along with the device. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 523d33, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/5/2025 d4 batch # video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a body cavity and only one staple could be seen on the tissue, however, the shape of the staple legs cannot be seen, as they are hidden by the tissue. Based on the video reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a97e6n, and no non-conformances were identified.

Event description:
It was reported that during a lap rectum procedure, the stapler was used properly. The head was placed on the mandrel using a head grasping forceps and adapted with a distinct click. It was adapted and released as directed (green check mark). The customer had identified incorrect staple shapes during the follow-up and reinforced them intraoperatively with a suture. New procedure went without problems.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo/video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1. Please provide more details for "new procedure went without problems"? Yes. 2. Was there a patient consequence? If yes, how was the issue addressed? No. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.